Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to scalpel generator, and emitted two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was examined further and a build up of tissue/fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue.

Event description:
It was reported that the alarm said release pressure three times and then it said replace the device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.